Manufacturer narrative:
The production device history record (DHR) for this iabp unit is not required to be reviewed per sop 01-061 since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated this unit and was able to reproduce the reported issue. To fix the issue, the stm replaced the fill manifold assembly. The unit passed all calibration, functional and safety tests performed and was returned to the customer and cleared for clinical use. Cause traced to component failure.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a helium leak. It is unknown under which circumstances this event occurred; however, there was no patient involvement and no adverse event was reported.